Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to olympus without reprocessing at the user facility. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that evis lucera elite colonovideoscope, the channel 4 was blocked. The issue occurred during the maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the white crystallized contamination believed to be a simethicone type product were evident within the air / water and auxiliary channels. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: light cover glasses was chipped; light cover glasses adhesive was worn; optical cover glass adhesive was worn; distal end adhesive was worn; down/right angle not up to specification; up/down/left/right angle play had evident play; air channel volume had blockage; water flow was out of specifications; water removal was out of specifications; water channel volume had evident blockage; and electrical safety test failed for being out of specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.